Manufacturer narrative:
The investigation for the introducer damage and the positioning issue has been completed. According to the clinical, the short sheath was inserted with resistance and upon removal of the dilator it was noted that the sheath was cracked. The sheath was then exchanged for a long sheath with no issues and the pump was inserted and began support. No product was returned for a visual inspection. The cause of the introducer damage was most likely patient condition related. According to the clinical, after optimizing the position to resolve the hematoma the pump became very shallow. The pump was then advanced and became trapped under papillary muscle unable to flow higher than 2.2l/min on p4 without triggering a suction event. Multiple attempts were made to reposition pump and optimize pump position, but they were unsuccessful. No product was returned for a visual inspection. The most likely cause of the positioning issue was likely use related. Corrections to the initial MFR report: added d6a/d6b f6/f8 should have been left blank.

Event description:
The user facility reported a 47-year-old male in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was reported that during insertion, the head of the short sheath was cracked during the sheath insertion. The dilator was reinserted, and the short sheath was exchanged for long sheath without issue. Additionally, there were positioning issues. The pump became very shallow and was advanced but was entrapped under papillary muscle. Multiple attempts were made to reposition pump and optimize pump position and they were unsuccessful. No patient harm was reported, and the patient remained stable.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.